Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage and functional test. Based on the information available and analysis results, the reported allegations of mechanical issue and a hole/perforation ware unable to be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. The pump was removed and replaced, and the reservoir was kept in the patient. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. The reservoir and the pump were removed and replaced. There were no patient complications reported.